Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. The consumer is a paramedic and she manually removed the remaining pledget pieces herself using tweezers and did not seek any other medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.